Event description:
Received report claiming after starting the smart drive mx2+ device to assist in driving up a ramp to a stage. When reaching the stage top, attempted to disengage the drive motor via a double tap of the e2 smart watch, but the device reportedly continued to drive forcing the wheelchair and end-user off the end of the stage. No serious injuries were sustained as a result.

Manufacturer narrative:
The end-user described having initiated a drive command to assist in going up a ramp to enter the stage for a speech. Upon reaching the stage, reports attempting to double tap the wearable (e2) to disengage, and the unit did not respond. Reports having attempted a second time with the same result which forced the end-user to grab the hand rims of the wheelchair to stop but was unable before driving off the end of the stage. The end-user reported only having sustained minor injuries consisting of a sore wrist on their right hand. The end-user claims this type of incident had never occurred before, but since this event, the issue of failure to disengage occurred once more, but they were able to stop when given a second double tap command. During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to identify if an anr event occurred could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation. For this specific case, the end-user stated the app remained in focus as indicated on the screen and claimed to have turned the app off after the event occurred. End-user reports not having any cases of recurring issues with the device after the event date. With the information provided and the inability to re-create the failure, permobil is unable to confirm a failure having occurred therefore, unable to reach a determination as to possible root cause of the reported failure without speculation. Although unconfirmed, information outlined in the CAPA investigation, based on symptom, suggests that the allegations related to failure to disengage drive by tap gestures could be an anr error, which if to reoccur, has the potential to lead to a serious injury. The DHR was reviewed, and the device was found to have met specifications prior to distribution.